Manufacturer narrative:
Investigation summary: laboratory analysis was unable to confirm the reported clinical observation of a hole in tubing; however, a leak was identified in one of the cylinders that could have impacted device functionality. The identified fluid leak was determined to be the most probable cause of the reported event. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 ipp was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. The cylinders were visually and microscopically inspected, and leak tested. Both cylinders exhibited wear at a fold in the cylinder body. Cylinder 1 exhibited excess air between the inner and outer tubes when inflated. Cylinder bulging and broken fabric threads were noted in the proximal cylinder body; a leak was present. Cylinder 2 passed all tests performed. The spherical reservoir was visually inspected, leak tested, and microscopically examined. The reservoir exhibited wear at a fold in the shell though no leak was found. Under microscope, a hole on the surface of the reservoir adapter strain relief was observed but no leak was present. This damage was determined to be consistent with sharp instrument damage that likely occurred during the explant procedure. Analysis was unable to identify a malfunction of the returned reservoir. The spherical reservoir was visually inspected, leak tested, and microscopically examined. The reservoir exhibited wear at a fold in the shell though no leak was found. Under microscope, a hole on the surface of the reservoir adapter strain relief was observed but no leak was present. This damage was determined to be consistent with sharp instrument damage that likely occurred during the explant procedure. Analysis was unable to identify a malfunction of the returned reservoir. Product analysis was unable to confirm the reported hole in tubing; however, product analysis concluded the identified fluid leak and bulge with broken fabric threads was the most probable cause of the reported event. Analysis confirmed a cylinder problem. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tube connecting to the pump. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tube connecting to the pump. Following the surgery, the patient was stable, improved and the event resolved.